Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, initial inratio: 1.3, repeat inratio: 2.7. Time between testing was 30 minutes. Patient self-tester's therapeutic range is (2.0-3.0). Finger is pricked before strip is inserted into meter. Patient has history of nosebleeds.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the nosebleeds that was reported in this complaint. Investigation: finger is pricked before strip is inserted into meter. This may affect coagulation test and lead to unexpected inr results or errors in testing. Finger-stick should be performed at apply sample green light. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 1.3, 2nd inr: 2.7, mean: 2.0, sd: 0.99, %cv: 49.50. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273311. Test results as follows: donor: 205, inratio results (3.0, 3.4, 3.4), reference: 3.79, bias threshold: (2.79 - 4.79), %cv: 7.07. Donor 206, inratio results: (3.3, 2.7, 3.1), reference: 3.55, bias threshold: (2.55 - 4.55), %cv: 3.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Customer's improper operational technique may have contributed to unexpected result. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, thirty four (34) discrepant result complaints were reported for lot number 273311 yielding a complaint rate of 0.0775%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code xz9k4 which brick lot number 257215 was assigned and packaged into strip lot numbers 273311 and 273312. Thirty eight (38) total discrepant complaints have been reported for lot numbers 273311 and 273312 yielding a complaint rate of 0.013%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.